Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: sfw kit 9735736 stealth s8 ent EU-sc, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a procedure, the system unexpectedly shut down. The surgeon was on the verify registration page when the screen went black. Site rebooted system and noted that the registration was still there, but couldn't continue in the software. Site rebooted system again and continued with procedure without incident. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
H3, h6) a software analysis was performed. In summary, the reported complaint was confirmed. One CT exam was used and trace registration was performed to achieve accuracy metric of 2.9mm. The user then proceeded to navigation and the unexpected shutdown was observed by the user. Additionally, it was observed that the user was not able to proceed further from ¿registration¿ task and logs indicated an error within the logs. Previously reported code, b01, is applicable as well as newly reported codes, c10 and d18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.